Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified or reproduced. The device was found to deliver within specification during flow testing. A review of the event history log revealed events of 'hard limit exceeded' and 'soft limit exceeded' on the customer reported occurrence date but that would not be supporting evidence of the reported over infusion. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced over infusion during therapy (medication, dose, programmed amount and delivery rate unknown). The reporter also noted the device was owned by another hospital and alleged the over infusion occurred because there was a drug library loaded with different limits than the hospital it was being used at. There was no known patient injury or medical intervention associated with this event. No additional information is available.